Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer functioning as intended. The patient underwent an explant procedure and all explanted devices were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred for over a year prior to the date the manufacturer became aware.